Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 42-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the patient had an echo which showed that the pump appeared to be pointing at mitral valve. Patient had cola colored urine and md wanted to reposition impella device. The physician was repositioning the pump with echo guidance and the patient was transferred to cath lab for reposition with fluoro guidance. The pump was then explanted and care was escalated to the imeplla 5.5 pump.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The product was not returned for review. Based on the clinical details, the root cause of positioning issue was due to use related. B.1 adverse event was selected on the original manufacturer device report (MDR) and product problem should have been selected. B.2 required intervention to prevent permanent impairment/damage was selected on the previously submitted MDR and should not have been. H.1 type of reportable event was incorrect on the previously submitted MDR and malfunction should have been selected. H.10 the following information was included on the additional manufacturer narrative previously submitted and should not have been: instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿